Manufacturer narrative:
The customer has had inflammation for a month and has been on antibiotics. For the week prior to the event, the customer was taking unspecified "bactrim antibiotics." The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable high inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2019 the meter result was 6.9 inr and within 7 hours the laboratory result was 5.1 inr. On (B)(6) 2019 the meter result was 4.1 inr and within 7 hours the laboratory result was 3.1 inr. The customer's therapeutic range is 2.5 - 3.0 inr.